Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could lead to a misinterpretation of results. The customer stated the display "appeared wobbly when results were displayed". A display test was performed and the segments appeared complete in the results field. Results in the memory were viewed and the segments appeared clear. There was no allegation of an actual misinterpretation of results.